Event description:
It was reported that about five days after the implant procedure, the patient removed the dressing and steri-strips and the implantable cardiac monitor protruded from the pocket. The device was removed by an emergency room physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).